Manufacturer narrative:
Returned device analysis reveals one 12f direx steerable introducer sheath and dilator within manufacturing specifications. It was reported by the customer that the sheath pulled air. After evaluation of the returned sheath, it was determined that the sheath performed as designed. The sheath was tested for leakage by applying force through the distal tip using room temperature water. A force of 20 psi was generated for 30 seconds and the sheath was inspected for leakage. No leakage was found. The pressure test was completed a second time with no leakage found. After the second test was completed, the pressure was raised to 25 psi. At 25 psi the slits in the seal opened up allowing the room temperature water to leak out. A pressure of 25 psi is beyond the limits the seal was designed for. The sheath was inspected to determine if the sheath would pull outside air during aspiration. The sheath was flushed with room temperature water. The distal end of the sheath was submerged into room temperature water. A syringe was attached the stopcock of the sheath. A negative pressure (vacuum) was generated by drawing the water through the stopcock into the syringe. The side port tube was monitored for air bubbles to determine if outside air was being drawn into the sheath. No bubbles were seen in the side port tube. The test was repeated with the same results. The potential effect to patient for the reported failure may be related to: production delay, inability to flush or aspirate, procedure delay, back bleeding. Potential cause: operator error, improper cap, seal and sideport assembly process. A review of the risk for this failure mode identified that the risk remains in the (medium risk). Based on the investigation information, a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. Quality assurance procedure in-process & final inspection: device is tested one hundred percent for cap and seal inspection, a leak test is perform according to procedure by manufacturing personnel and is observed by quality assurance personnel. The sideport is tested for occlusion by attaching a 10 cc syringe with plunger completely pulled out to the open stopcock valve. Both outlets of the stopcock are tested, one at a time by pushing and pulling the plunger of the syringe to confirm air flow through sideport and tube. If there is obstruction or blockage, it will be difficult to operate the plunger. No shafts should be accepted where blockage is felt. Instructions for use (IFU) instruct the user not to use excessive force when inserting the steerable sheath into a vessel. The steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Place dilator inside the sheath and lock both hubs together. Thread the dilator/sheath assembly over the guidewire, using a slight twisting motion. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Slowly remove the dilator from the sheath. Caution: rapid removal may damage the valve membrane resulting in blood flow through the valve.

Manufacturer narrative:
This complaint is part of internal retrospective review of complaints received from march 2014 to march 2016, conducted by oscor as a result of process improvements made to the complaint system to ensure proper medical device reporting is maintained. As part of the detailed review, this event has been determined to be reportable. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
The customer reported "during the investigation, with the kryo balloon, has the sheath pulled air." The report states patient complications none.